Event description:
The affiliate reported that the customer had a positive biological indicator (bi). The customer reported that not all of the devices were recalled. The affiliate stated that per their communication with the customer, there was no info provided regarding pt injuries. The affiliate reported that the bi in the subsequent load was negative. The machine had its annual preventative machine service in 2008. No problem was found and machine worked within specs.

Manufacturer narrative:
(Other, suspected positive bi).